Event description:
The port was implanted in the pt for treatment of a staphylococcus infection and explanted on 5/31/94. On 11/17/94, it was noted on a pre-employment chest x-ray that there was a six inch piece of catheter in the pt's right side of the heart.